Event description:
A caller reported a malfunction in their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, although the malfunction recurred. Technical support decided to replace the pump and provided various instructions, including putting the device into storage mode and returning it within 10 days to avoid charges. The customer was informed that the new pump would not be compatible with their current sensor, necessitating a prescription for a compatible one from their healthcare provider. Additionally, the customer was advised to program their settings and connect their cgm to the replacement pump. Caller will use a backup insulin pump / and mdi to ensure insulin is not interupted.